Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported close door alarms were reproduced and confirmed through evaluation. Evaluation observed a close door message after loading a set and closing the door. This condition was caused by a dislodged upper link switch trigger. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed "close door" when the door was already closed. It was also reported that there was no patient involvement.